Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is lebanon. G4 510(k)#: please note that this product c05b (activos bone cement with hydroxyapatite and kyphon mixer) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510(k)# k041584. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from distributor (dis) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the cement was found to have a defected sterile liquid, as the liquid was solid and could not be used. The product was never implanted and no further complications or symptoms reported.

Manufacturer narrative:
H3: product analysis of part# c05b, lot# 229476717 visual inspection confirmed the bone cement polymer was returned not opened. Optical inspection once opened revealed cracks in the vial and the polymer has hardened. The damage to the vial appears to be from the shipping process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.